Event description:
The hcp reports a pt going through withdrawal due to apparent motor stalls of their pump.the pt presented with severe pain, nausea and vomiting. They were admitted to the ER. Telemetry of the device noted several motor stalls starting in 2006. The estimated reservoir volume was 4.0 cc and the actual reservoir volume was 23 cc. A tube set error was also noted. The hcp reports the pt had gone through withdrawal and recovered with oral medications. The drug used in the pump is morphine sulfate (20mg/ml) at 10mg/day. The alarm interval was set to 1 cc. The pt reports they have never heard the alarm. The alarm was tested with the pt in the office and the pt was able to hear the alarm. The pt has not had any recent procedures such as MRI. The device was explanted and replaced in 2007. The device was returned to the MFR for analysis. The pt recovered without sequela.